Event description:
It was reported that the depuy acromed screw broke during insertion. Situation did not result in any adverse consequence to the pt. Situation resulted in a 45-minute delay to the procedure. As a result of the delay an MDR is being filed to documented this event.